Manufacturer narrative:
Corrected section as of 12-feb-2020: g4: corrected new aware date of new information received. Correct aware date is 08-jan-2020.

Manufacturer narrative:
Meter and test strips were returned for investigation. Reported defect not reproduced.

Manufacturer narrative:
Corrected sections as of 11-feb-2020: g4: manufacturer aware date was corrected to 07-feb-2020.

Manufacturer narrative:
Internal report reference number: (B)(4). Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Customer initially called on 27-nov-2019 to report complaint of e-5 error code. At the time of the call the customer felt well and did not report any symptoms. Medical attention was not reported at that time as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced test result of e-5 using meter. Replacement product had been sent to customer on 04-dec-2019. During follow-up call on 04-dec-2019, the customer reported that she had been hospitalized from (B)(6) 2019- (B)(6) 2019. Customer stated that she had almost passed out at work and had excessive urination, excessive thirst, blurry vision, and felt weak and tired. Customer's blood glucose test result when at the hospital was 519 mg/dl and customer was diagnosed with diabetic ketoacidosis. Customer was treated with IV fluids and an insulin drip. Customer was discharged on (B)(6) 2019, no changes were made to customer's medication. Customer stated she has not tested with the meter and that she had purchased a backup meter to use in the meantime.